Event description:
It was reported the pt is experiencing discomfort at the ipg site when sitting. The pt is requesting revision surgery to relocate the ipg pocket site.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.